Manufacturer narrative:
Power supply lot (1837d) was associated with field action 2027969-02/14/19-001-c for a defective power supply. The defective power supply results in an inability to power on the ldx analyzer. The power cord was discarded. No further investigation will be pursued under this case.

Event description:
The complainant reported that the ldx analyzer was unable to power on. The power supply was discarded. The issue was resolved with use of an alternative power cord.